Event description:
The user facility reported that the involved angio-seal device was used to treat severe stenosis in the left descending artery (lad) no. 7. The locator/insertion sheath assembly was attempted to be inserted into the puncture site; however, the assembly was not inserted due to resistance. When the assembly was removed from the patient, the sheath was found to be kinked. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. The blood loss was less than 250cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 8 mm. There was no patient injury/medical or surgical intervention required. No equipment or other devices were used with the product involved. The event occurred intra-operative.

Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy . Age & date of birth: requested, not available due to hospital policy . Patient sex: requested, not available due to hospital policy . Weight: requested, not available due to hospital policy . Ethnicity: requested, not available due to hospital policy . Race: requested, not available due to hospital policy. Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint cannot be confirmed insertion difficulties that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).